Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was pulmonary edema and positioning issues during impella cp patient support. While on support, it was reported that the team would continue to run extracorporeal membrane oxygenation (ECMO) at a high flow rate to clear a pulmonary edema. Intensive care tapped the effusion overnight which made no difference in filling. There was a plan to change ECMO configuration to veno-arterial-venous today in cath lab. A cat scan ordered to see if the patient could accommodate a 5.5. The thought process is the pigtail of the cp was catching the displaced papillary muscle which was tethering open her mitral valve. If 5.5 could not be accommodated, then intensive care would balloon the septum. A surgeon was being consulted. The device was removed due to incompatibility with patient¿s anatomy.

Manufacturer narrative:
The investigation for the reported edema and positioning issue has been completed.the device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the edema and positioning issue could not be determined.